Manufacturer narrative:
Due to patient data loss, there was patient involvement. However, there is no information on patients affected or identifiers of those patients at this time. Loss of patient data could lead to addition dosages of radiation as any studies or images may need to be recaptured. The (B) (4) server is the device which malfunctioned, however, the server is an accessory to the officepacs system. There is no expiration date for this product. This is not an implantable device and is na. Actual device was evaluated in the field. This was a firmware related issue and was resolved by updating the firmware and replacing the system board and raid controller. As previously stated, loss of patient data could lead to addition dosages of radiation as any studies or images lost may need to be recaptured. This is not a single use device. (B) (4).

Event description:
It was stated by the initial reporter that the drive failed on the server and the system was down. An error was found with array 0 - raid 5, and the amber light was illuminated on one of the drives. After further investigation, the drive was replaced and firmware was updated.